Manufacturer narrative:
No unexpected lank display anomalies noted during boot up of unit. Pump passed sleep current measurement: the sleep current measurement measures the pump power usage while the pump is in sleep mode/standby mode (the pump is allowed to enter sleep mode while powered with a battery simulator. However, unit received with high sleep current measurement due to moisture damage on electronics assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. Power loss alarm was confirmed on (B)(6) 2025/ 01:42:27:000 pm due to moisture damage. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. No physical damage noted during visual inspection. Customer did not experience an unexpected failed battery alarm of less than 7 days per the pump history records confirm power loss alarm lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. The display did not return after being blank for less than 30 seconds. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.